Event description:
Patient allegedly received an implant on (B)(6) 2013 via the left common femoral vein due to deep vein thrombosis(dvt) and motor vehicle accident. Patient is alleging vena cava, vertebral, and vascular perforation. Patient notes and further alleges experiencing " shortness of breath, weak abdomen, unable to sit up straight for more than a few minutes at a time". Patient also notes limited mobility. Per the operative report dated (B)(6) 2013: "the filter was released below the level of the renal veins with a slight 10-degree tilt, because we were coming from the left side, but it was below the level of the renal veins at the l2-l3 border. Post-filter placement, venogram showed apposition of walls nicely". Per the CT of the abdomen without IV contrast dated (B)(6) 2018: "the ivc filter tip is at the lowest renal vein. The filter shows 4 struts which have perforated the ivc. The anterior most strut is 1 cm outside of the collapsed inferior ivc. This projects into the base of the mesentery and approximates multiple vessels. To evaluate whether vascular perforation is present contrast-enhancement is recommended. The left lateral most perforated strut enters the aorta and is seen again approximately 1 cm from the collapsed inferior ivc. No hematoma suggested. The right lateral most strut perforates approximate 4 mm into the pericaval soft tissues. This strut also abuts mesenteric vasculature and if vascular involvement is a concern contrast enhancement would better evaluate the position of the strut. The fourth strut is seen posteriorly and projects through the ivc posteriorly. This strut appears to perforate the anterior aspect of the l3 vertebra causing a benign pattern of remodeling within this vertebra. The filter is angulated approximately 20° apex pointing ventrally. The ivc filter approximates/abuts the anterior aspect of the ivc. No fracturing or bending is evident".

Manufacturer narrative:
(Patient code): appropriate term/code not available (3191) for vertebral perforation. (Device code): appropriate term/code not available (3191) for device perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/vertebral/vascular perforation, shortness of breath, weak abdomen, limited mobility, depression, deep vein thrombosis. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported shortness of breath, weak abdomen, limited mobility, depression, and deep vein thrombosis are directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, b7, h6 (patient and device codes). Investigation: the following allegations have been investigated: organ perforation, embedment, and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation and embedment does not change the previous investigation results for vena cava/vertebral/vascular perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient additionally alleges device tilt, organ perforation, and embedment in the aorta.

Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.